Event description:
A hosp has questioned a pt glucose sample on opti-cca. The customer reports the following info: the pt was admitted to hosp where a glucose level >1000mg/dl was recovered (type of analyzer unknown). An IV line (normal saline only) was started in the EU on this pt. Any other treatment is unknown. Another hosp sent a ambulatory unit to transfer the pt. Prior to transport, the ambulatory team took a finger stick blood sample from hand opposite the IV. This was measured on a battery powered, portable opti-cca and returned a result of 44mg/dl. The result was discarded as erroneous and the pt was transported. Upon arrival at the hosp, two add'l measurements were made. An ortho clinical vitros recovered a result >1300mg/dl and a j&j sure step pro recovered a result >500mg/dl - results outside of measurable range. There was no known add'l measurements with an opti-cca and results, other than the opti-cca are unconfirmed. Copies of analyzer printouts from both hospitals have been requested in writing. Also requested in writing was the return of the opti-cca analyzer and any unused cassettes from the same lot for eval. MFR testing: in-house samples of the same lot of opti cassettes were verified to report "high" on a glucose sample of >400mg/dl, the upper limit of the opti measuring range. Control samples measured of this lot of cassettes recovered values within expected ranges. Add'l investigation is pending the return of the opti-cca analyzer and any unused cassette (if available).